Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 33 mg/dl. Cause was unknown; however, the customer attributed bg level to medication being used. Paramedics treated low bg with an IV and glucagon. Although requested, the customer declined troubleshooting and declined to provide additional information.